Event description:
Reportedly, pt expired approx after an implant duration of 0.07 month, due to unknown reasons. Unknown if pt death is device related. Info received from implant pt registry. Per info from the pa, the device was not explanted. Pt had stenosis prior to implant. Pt's cause of death was not device related.

Manufacturer narrative:
Device not returned.